Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock. Upon interrogation, it was discovered the right ventricular lead was oversensing noise and had low defibrillation impedance. No changes or interventions were reported. The patient was discharged home.

Event description:
Related manufacturer reference number: 2017865-2022-12971 new information noted the right ventricular lead was badly twisted and insulation was peeling off. The suspected cause was movement of the implantable cardioverter defibrillator (ICD). The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the procedure.